Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: "finishing infusion to early".

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250ml/hr and 25ml were performed and tested in spec. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. The reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2. Seconds or 99% of expected accuracy. Preventative maintenance was performed.